Event description:
During index procedure the patient had one endeavor sprint drug-eluting stent successfully deployed at lad. Approximately 36 months post index procedure patient experienced a stroke. Patient recovered.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure- stroke.